Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation that was red, itchy, blistering, and bruising. The patient's physician recommended that the patient leave the device off for an hour after showering and to use an unknown 'ointment'. Follow up indicated that the irritation improved.